Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the trocar was placed and immediately leaked through the gasket. It was replaced with another 512hn. There were no pt consequences.